Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked casing at a display window corner, minor scratched lcd window, broken belt clip slot at the battery tube threads area and broken reservoir tube lip.

Event description:
The customer reported via phone call that she dropped her insulin pump and the screen was shattered; the customer was unable to read her settings. The patient's blood glucose was 180 mg/dl prior to the incident the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.